Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.